Event description:
It was reported that the patient with this artificial urinary sphincter was experiencing recurrent incontinence. A revision surgery was performed, during which a leak was observed in the cuff. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. Therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.